Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's last blood glucose was 493 mg/dl. Customer treated with the pump but was not able to troubleshoot as she had changed the tubing and reservoir. Customer stated that the issue resolved itself. Customer mentioned that the sites frequently fall out. Customer's blood glucose is elevated. Customer stated that she has a back-up plan. Customer stated that the no delivery alarm occurred during manual prime and is recurring. Customer stated that the issue has been resolved by a complete set change. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis.